Event description:
It is reported that the pt was revised due to the tibial base plate loosening and fracture of femur. During the surgery osteolysis was noted.

Manufacturer narrative:
Info was received from a health professional who is not required to complete form 3500a. Eval summary: review of surgical reports provided indicates a drop down stem extension was not used. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. A field action was conducted on (B)(4) 2010 in which zimmer strongly recommends the use of a drop down stem extension in conjunction with the baseplate. The device in question was implanted prior to this field action. No x-rays were received, so no check could be made for correct fit and orientation as per the surgical technique. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.